Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6), 2011, the patient/lay-user's husband contacted lifescan (lfs) alleging that his wife was experiencing an unknown error and an inaccurate high issue with her one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on <date> and obtained the following information. The patient's husband reported that the alleged issues with the subject meter began on an unspecified day in (B)(6) 2011. He stated he could not recall the error message and could not recall the results obtained on the subject meter, but they felt the results were inaccurate erratic. The patient's husband stated that she manages her diabetes with insulin (self adjuster) and due to the alleged issue he denied that she made any changes to her usual diabetes management routine. He claimed the patient felt "sweaty" two weeks after the alleged issue started. He denied that she received any form of medical intervention in response to her symptoms. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and an appropriate sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.